Event description:
It was reported that the explanted a portion of the patient's lead due to infection, cleaned up the area of infection, and left the generator implanted. Per the physician the patient picked at the electrode incision site following surgery which led to the infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No unresolved non-conformances were found. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Operative notes were received from the surgeon indicating the date of lead explant due to infection. Two months after the lead explant, the patient's generator was also explanted due to the same infection. No additional relevant information has been received to date.